Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after withaferin a (wfa) for liver cancer, the lesion of the tumor previously ablated with proton beam reoccurred. The device was used on the 4th day, and the protocol was 45w for one minute, 60w for one minute, 75w for three minutes, and route ablation was performed at 60w. After that, it was confirmed that the ablation was well performed and the patient condition (the readings for the liver) was also good. However, 3 days later, the patient complained of poor physical condition. Upon check, bleeding was found from the puncture route (artery), and embolization was performed. There was no problem with the patient current condition. The doctor said that he had never met bleeding event 3 days after a procedure. The amount of bleeding was unknown.